Event description:
Report 2 of 2 received of an undocumented number of undocumented incidences of leads at the clave port. It was reported that during stress test, a syringe containing technesium and myoview was attached to the clave port. The customer contact reported that the syringe "did not twist all the way down" and locked onto the clave with a noticeable "slant". The customer also reported that it felt like " the syringe backed itself off". When the customer injected the radioactive solution through the clave port with the syringe at a slant, the solution would leak out at the connection. There was no reported adverse pt effect. Though requested, no additional information was provided.